Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the emergency room for high blood glucose levels. Nurse (B)(6) called in and reported that the customer said she had to change the battery twice yesterday and thought the insulin pump was working fine. Customer's blood glucose level at the time of hospitalization was 354 mg/dl. It was also reported that the customer had diabetic ketoacidosis. Nurse did not feel comfortable troubleshooting for the customer. Customer was advised to call back for troubleshooting and to document the hospitalization. Nurse stated that the customer was wearing the insulin pump when admitted to the emergency room. Customer stated that near the drive support cap, it appears to be kind of burnt on the bottom left corner of the pump. No additional information provided.